Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient experienced low speed operation alarms at home. The low speed operation alarm occurred when the patient was connected to the power module. An ungrounded patient cable was requested. The patient remained asymptomatic at the time of the event. No additional information was received.

Manufacturer narrative:
Although the report of low speed operation alarms was confirmed based on a review of the submitted system controller log file data, a cause for the recorded alarms could not be conclusively determined. The patient remains on vad support with the use of an ungrounded patient cable for power module support. No further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.